Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false air in line alarms, which were reproduced during evaluation. A review of the event history log identified air in line alarms. The cause was determined to be a failing upstream/ultrasonic sensor. The upstream/ultrasonic sensor was replaced to correct this condition. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion error. Service evaluation verified the upstream occlusion error. The cause was identified to be a failed upstream/ultrasonic which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false air in line alarms. There was no known patient injury or medical intervention associated with this event. During evaluation of the returned spectrum infusion pump device it experienced a false upstream occlusion alarm. No additional information is available. No additional information is available.